Manufacturer narrative:
This report is submitted on january 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's audiologist, the patient experienced dermatitis and subsequently was treated with a topical steroid (date and duration not reported). The patient is being clinically managed by the healthcare provider.